Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing, and pacing inhibition on the of more than 2 seconds on the right atrial and right ventricular channel. It was suspected that this was due to electromagnetic interference (emi). This device remains in service. No further adverse patient effects were reported.